Manufacturer narrative:
The subject device underwent visual and functional tests and the customer's allegation was confirmed. No image due to faulty cable. Based on the investigation, no nonconformances were found. The most probable cause of the complaint is traced to design or manufacturing issue. A device history review of the current product was conducted, and no problems were found. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the camera head had no image.there were no reports of patient harm.